Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, lens was loaded according to the instructions, yet the plunger did not stick to the lens; it turned sideways and ended up on top of the lens. The situation was resolved by using a new unspecified lens. No harm to the patient. Additional information has been requested.

Manufacturer narrative:
Correction information provided in d.4. The manufacturer internal reference number is: (B)(4).